Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. No motor noise noted during testing. The insulin pump was unable to finish occlusion test due to motor error alarm. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.